Event description:
It was reported that insulation anomaly was observed during a normal device change out. The lead was tested electrically, and found to be normal. The physician decided to connect the lead to the new pace generator. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4).